Manufacturer narrative:
This report is submitted on may 2, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's audiologist, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). It is unknown whether the patient's head was wrapped per the manufacturer's specifications. Revision surgery is planned; however, yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, to remove and replace the dislodged internal magnet. It was reported 1.5 tesla strength was used for the MRI. This report is submitted on (B)(6) 2017.